Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed into the insertion site, but the cannula was not visible. Pod was worn between 5 and 24 hours.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the slide insert held correctly in place by the catch beam. The download data shows the device completed 381 pulses and was then deactivated by the user. No hazard alarms, timeouts, or drive stalls were observed. No damages or defects were observed to the needle mechanism that would result in the cannula retracting back into the device.